Event description:
The customer reported batteries from storage are not charging. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.